Manufacturer narrative:
Facility name: (B)(6). Health effect impact code: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "silicone gel leaking".

Event description:
Healthcare professional reported right side rupture and "silicone gel leaking". The device has been explanted.